Event description:
The piece of equipment is the em 2400 tpn compounder made by the baxa corp. When the valve set was placed on the em2400, there was a warning during the verification process of an air bubble/occlusion. When the ok button was pressed, the compounder went on as normal. After 3 pediatric/neonatal tpn's were pumped, a vial of sodium phosphate was empty. When the technician running the machine was notified by the compounder to replace the vial, he immediately notified the pharmacist of the abnormality. A total of approx 2 ml of sodium acetate should have been delivered to the compounded tpn's with an additional unk volume that was used to prime the tubing. The remainder of vial that was spread among 3 tpns. After a tpn is pumped, a mix check report prints out with the ingredients pumped and the percent difference between calculated versus actual weight on the report. In reviewing the mix check report, nothing appeared abnormal and all were within the acceptable range. We discarded the tpn's that had been made ensuring they never made it out of the pharmacy and replaced the tube set. When this was done, a small chink was noticed on the #3 valve. This would probably have not allowed the valve to close completely.